Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump displayed a motor error during bolus. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to motor encoder signal being out of phase. Unable to perform the displacement test due to the motor error alarm. The device had cracked reservoir tube lip.